Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a broken recharger belt. It was stated that the patient had difficulty recharging so the belt was tightened trying to get better communication and the plastic broke. It was stated that the implantable neurostimulator (ins) could not be charged at the time of the report. It was reported that the connector pin seemed fine, while the previous connector pin did bend. It was reported that the therapy worked well when the ins could get to be recharged. Different positions were tried, constantly adjusting while recharging and then "if the patient breathed or something like that" the coupling bars would drop from 6 to 4. It was stated that "if the patient got 8 bars it was like an act of congress." It was stated that it had been like this since implant. It was reported that with 6 bars, it would charge a quarter or the ins battery in 30 minutes, otherwise it could take 6 hours to get h alf a charge. It was stated that the patient did not have difficulty communicating with the patient programmer. It was reported that sometimes the battery seemed to be at an angle so the patient pushed on the recharger to get coupling. This was why the patient tightened the belt, to push on the battery. It was stated the ins "poked and moved around" and the pocket was "a little bit" loose. It was reported that the ins could be pushed in and out. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.